Event description:
The complaint is reported as: the guidewire bent and frayed. The inserter opened another kit and the same thing happened. Two kits used on same patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of an unraveled spring wire guide was able to be confirmed by the photo. A portion of the core wire was protruding through the coil wire. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "use care when removing spring-wire guide. If resistance is encountered, remove spring-wire guide and catheter together as a unit. Use of excessive force may damage catheter or spring-wire guide. To reduce the risk of spring-wire guide damage, do not retract spring-wire guide against edge of needle while in vessel." The customer report of an unraveled spring wire guide was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the guidewire bent and frayed. The inserter opened another kit and the same thing happened. Two kits used on same patient. No patient harm reported. The patient's condition is reported as fine.